Manufacturer narrative:
The insulin pump passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a button error alarm while attempting to take insulin pump out of suspend mode. Customer's blood glucose was 32 mg/dl. Customer reported that waking up with low blood glucose was normal for her. Customer was not able to troubleshoot due to button error alarm which could not be cleared. Customer was advised that insulin pump would need to be replaced.